Manufacturer narrative:
Tandem's t:slim user guide also states that the efficacy of your t:slim pump cannot be guaranteed if cartridges are filled more than once. The reuse of cartridges may result in over-infusion or underinfusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 412 mg/dl, which was addressed with a correction bolus. Reportedly, the customer entered a bg value of 412 (mg/dl), and the pump suggested 2 units of insulin be delivered to correct for high bg level. Contact alleged that the value should be close to 8 units of insulin. Review of pump bolus history showed that the customer delivered a 10 unit bolus in the morning (after inputting 99 grams of carbohydrates and a bg value of 300 (mg/dl). Due to the customer having 4.75 units of insulin on board (iob), the pump suggested a bolus of 2 units instead. System check with tandem technical support showed that the pump was performing as intended; however, the customer has been reusing and refilling the same cartridge for the past 2-3 weeks. Tandem technical support educated the customer on pump labeling instructions. As the customer did not have additional cartridges available, the customer would change all the supplies on the pump upon returning home from school. It was confirmed that the customer has manual insulin injections available for diabetes management.